Event description:
The hcp reported that the pump was explanted prematurely after 27 months. The pt was experiencing a "moderate increase in generalized tone and has severe behavioral disturbances", as well as, disturbed sleep, irritability and self-abusive behavior. The symptoms have been noted over the past 4-6 months and have been more pronounced since july. The symptoms are noted when the pump has only 3.5 - 4 ml of remaining drug. The intrathecal baclofen needs have been very stable at approx 650 mcg per day with the exception of the events of the past few months. Valium and zanaflex have been added to attempt to help them through these periods of decreased infusion. The pt is reported to be doing well following pump replacement.